Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess test well images in question, which showed that they were visually negative. The immucor laboratory tested retention product on 16jan2018, which performed as expected.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an unexpected negative antibody identification when using capture-r ready-ID extend I when used on a galileo neo instrument, when tested on (B)(6) 2018.